Event description:
A malfunction was reported on the pump, with the malfunction code malf 12 and a fault ID. It is unknown if there was an adverse impact on the customer's blood glucose level, as the caller declined to provide this information. Technical support assisted the caller in resetting the pump, and initially, the malfunction did not recur. However, the caller later reported that the malfunction had recurred, leading to the decision by technical support to send a replacement pump. The caller was informed about the steps needed upon receiving the new pump and instructed to return the faulty pump within 10 days. The customer will use mdi as a backup therapy to ensure continuous insulin delivery, and training for the new pump will be available through their tandem source account.